Event description:
The customer reported via phone call that they had a button error alarm. The customer stated their buttons were unresponsive to clear the alarm. Customer could not recall any significant events leading to the alarm. The customer stated they did not have a back-up plan to revert to. Customer's blood glucose was 18 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.